Event description:
It was reported that a patient wore a recharger all day and all night and she could not get the implantable neurostimulator (ins) to charge over a quarter. It was noted that it flashed to half but never would get there. It was reported that the patient had all eight coupling bars filled in. It was reported that the typical duration was 0.3 hours and the typical interval was 0.1 hour with a typical coupling of eight bars. It was later reported that there were no falls or trauma and impedances were fine. It was noted that the charging problems started about one month prior to the report, and the last six recharge details and the reporter did not have the correct software version to pull the recharge statistics from the recharger. It was reported that the patient¿s doctor would probably replace the device as it was getting close to end of life. Two days later, it was reported that the patient was going to get another recharger and the doctor was going to schedule the patient for an ins replacement but the patient was not on the schedule yet. Additional information received reported the patient received their new products. The reporter stated, the patient had everything they needed. Additional information received reported, the patient was scheduled for an implantable neurostimulator (ins) replacement on 2013 (B)(6). Additional information received reported, the patient was charging more than expected. The reporter stated that starting about six months ago they noticed they could not charge their ins more than 1/4 full. It was noted, the patient stated they were very sick at that time. It was further noted, the patient had lost a lot of weight. The reporter stated they met with their healthcare professional (hcp) and manufacturing representative and they decided it was time to replace the ins. It was noted, the patient needed radio frequency for the pain in their groin. It was further noted, the patient had nine back surgeries and had pain in their lower back through their hip. It was noted, the patient was getting their ins replaced next month. The reporter stated the ins was protruding due to the patient¿s weight loss. The reporter further stated there was no event that prompted the charging issue. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377760 lot# v007742, implanted: 2006 (B)(6); product type lead product ID 377760 lot# v007742, implanted: 2006 (B)(6); product type lead product ID 37742 lot# serial# (B)(4), implanted: 2005 (B)(6); product type programmer, patient product ID neu_unknown, serial# unknown; product type unknown. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead; product ID 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead; product ID 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient; product ID neu_unknown, serial# unknown, product type: unknown. Analysis of the implantable neurostimulator found no significant anomaly. The battery was not in new condition.

Event description:
It was further reported that the patient's implantable neurostimulator (ins) was replaced the day of the report. It was noted that the existing lead remained implanted and the patient had "good" stimulation just as she did prior to the revision.

Manufacturer narrative:
Concomitant product(s): product ID: 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_unknown, lot# serial# unknown, product type: unknown. (B)(4).

Event description:
Additional information received reported the patient had received assistance from their doctor or manufacturing representative and their concerns were resolved. Patient received a replacement programmer and was scheduled for a battery replacement on (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead. Product ID: 377760, lot# v007742, implanted: (B)(6) 2006, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: neu_unknown. (B)(4)

Event description:
It was later reported that there was a normal elective replacement indicator (eri).